Event description:
Pt found disconnected from the ventilator. Staff reported et tube was slipping where it was connected to the ventilator. The cuff was leaking. Staff reported recognized the problem in about a min and a half or so. This pt had an another ventilator event. See report (B)(4). There was not a test to confirm the impact. We were not able to determine what brand of et tube that was in the pt. However, we narrowed it down to two possible brands: hi lo tracheal tube 8.0 mm tube cuffed MFR: (B)(4) mallinkrodt company (B)(4) (yellow looking package); shiley hi-lo oral/nasal tracheal tube cuffed ref 86113 8.0 mm i.d. 10.8 mm o.d., lot 20b0632 jzx 2012 covidien made in (B)(6). Covidien llc (B)(6).